Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the suction pressure was not increased and it was probably clogged during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A product was not received in houston; however, a photo was provided by the customer. Based on the attached image provided by the customer the infusion sleeve was used with a polymer irrigation/aspiration tip and a manual handpiece. Images of the product that is in route to houston was visually inspected. Visual inspection of the images show that the distal end of the infusion sleeve tip was tucked into the shaft of the infusion sleeve below the irrigation ports. From lab experience, the tucked in condition of the infusion sleeve tip potentially happened when the phacoemulsification tip was removed from the infusion sleeve in a certain angle. The flexibility of the silicone material of the infusion sleeve formed a ¿tuck in¿ condition. The customer¿s report of suction pressure could not be conformed without an fluidics management system (fms) product being return. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and photos received, the investigation was unable to conclusively identify the root cause for the reported event as only photos of a sleeve were returned and an fms product would need to be returned to address the customer's reported event. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time with only visual inspection of the returned insufficient product. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. An infusion sleeve was returned and was visually inspected. Visual inspection confirmed the distal end of the infusion sleeve tip was tucked into the shaft of the infusion sleeve below the irrigation ports. From lab experience, the tucked in condition of the infusion sleeve tip potentially happens when the phacoemulsification tip (phaco tip) is removed from the infusion sleeve in a certain angle. The flexibility of the silicone material of the infusion sleeve formed a ¿tuck in¿ condition. Although the customer reported the infusion sleeve, the report of suction pressure could not be conformed without an fluidics management system (fms) product being return. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information, photo and material received, the investigation was unable to conclusively identify the root cause for the reported event as only the sleeve was returned, and the fms product would need to be returned to address the customer's reported event. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The reported product was not received at the investigation site for evaluation; however, a picture was provided which showed a handpiece with a infusion sleeve attached. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and picture received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. Although the attached picture confirmed the error code, the root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).